Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted gastric to treat a gastric outlet obstruction (goo) during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the physician was performing an axios stent exchange using the cold technique. The second flange did not open after deployment and remained constrained, appearing as if it were still within the catheter. The stent was observed in the duodenum with only the first flange fully open. The physician attempted to open the second flange using rat-tooth forceps, but this was unsuccessful. Since the stent was at risk of migrating further down the alimentary tract, it was retrieved with the forceps and removed from the patient. Upon inspection, the physician was finally able to fully open the stent manually using gloved hands. The procedure was completed using another of the same device. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be implanted to treat a gastric outlet obstruction (goo) during an esophagogastroduodenoscopy (egd). However, according to the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts 6 cm or larger in size and walled-off necrosis 6 cm or larger in size with at least 70% fluid content, provided they are adherent to the gastric or bowel wall. The device is not indicated to be implanted to treat a gastric outlet obstruction (goo).

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf impact code f2301 captures the reportable event of additional intervention required. Block h11: boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted gastric to treat a gastric outlet obstruction (goo) during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the physician was performing an axios stent exchange using the cold technique. The second flange did not open after deployment and remained constrained, appearing as if it were still within the catheter. The stent was observed in the duodenum with only the first flange fully open. The physician attempted to open the second flange using rat-tooth forceps, but this was unsuccessful. Since the stent was at risk of migrating further down the alimentary tract, it was retrieved with the forceps and removed from the patient. Upon inspection, the physician was finally able to fully open the stent manually using gloved hands. The procedure was completed using another of the same device. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be implanted to treat a gastric outlet obstruction (goo) during an esophagogastroduodenoscopy (egd). However, according to the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts 6 cm or larger in size and walled-off necrosis 6 cm or larger in size with at least 70% fluid content, provided they are adherent to the gastric or bowel wall. The device is not indicated to be implanted to treat a gastric outlet obstruction (goo).

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf impact code f2301 captures the reportable event of additional intervention required. Block h11: an axios stent and electrocautery-enhanced delivery system was received for analysis, and it was returned with the stent fully expanded and deployed. Also, it was found that the inner sheath kinked. The reported event of stent partially deployed could not be confirmed. The stent was received for analysis, and the investigation was not able to confirm the reported event of stent partially deployed. The device was returned with the stent fully expanded and deployed. The inner sheath was also kinked. Additionally, the catheter moved freely through the luer and the slider could be moved to its original position without resistance. Stent partially deployed is noted within the instructions for use (IFU) as a possible adverse event associated with the use of the device. In addition, the kinked inner sheath could have occurred due to procedural factors such as excess of force or the manner in which the device was handled and manipulated. Excessive manipulation of the device without enough care could have induced the defect found. On the other hand, the event of additional device required could not be confirmed because happened during the procedure and there is not enough objective evidence or descriptive conditions to establish the cause of the reported event. Additionally, it was reported that the axios stent was intended to be implanted to treat a gastric outlet obstruction (goo). However, according to the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts 6 cm or larger in size and walled-off necrosis 6 cm or larger in size with at least 70% fluid content, provided they are adherent to the gastric or bowel wall. The device is not indicated to be implanted to treat a gastric outlet obstruction (goo). As a result, the code of device use of device issue-misuse was confirmed. Therefore, taking all available information into consideration, the overall root cause of the reported events is known inherent risk of device. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use/product label. Additionally, stent partially deployed is noted within the product labeling as possible adverse event associated with the use of the device. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf impact code f2301 captures the reportable event of additional intervention required.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted to treat a gastric outlet obstruction (goo) during a procedure performed on (B)(6) 2025. During the procedure, the physician was performing an axios stent exchange using the cold technique. The second flange did not open after deployment and remained constrained, appearing as if it were still within the catheter. The stent was observed in the duodenum with only the first flange fully open. The physician attempted to open the second flange using rat-tooth forceps, but this was unsuccessful. Since the stent was at risk of migrating further down the alimentary tract, it was retrieved with the forceps and removed from the patient. Upon inspection, the physician was finally able to fully open the stent manually using gloved hands. The procedure was completed using another of the same device. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be implanted to treat a gastric outlet obstruction (goo). However, according to the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts 6 cm or larger in size and walled-off necrosis 6 cm or larger in size with at least 70% fluid content, provided they are adherent to the gastric or bowel wall. The device is not indicated to be implanted to treat a gastric outlet obstruction (goo).